Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a skin infection causing excessive redness and pain had occurred while wearing the pod longer than 48 hours. Patient was concerned she may have cellulitis at her pod infusion site. The hcp (health care provider) advised they were treating as a skin infection. The patient was prescribed an antibiotic (keflex). Patient reported she did not take the keflex and instead used mupirocin cream and hibiclens to clean the site and the site got better.